Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results when using the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that they observed a high number of sars-cov-2 positive results analyzed on the cobas® 6800. Upon recollection and retesting on the same platform, the patients¿ samples generated sars-cov-2 negative results. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Sample results were released only after retesting. A batch MDR is being submitted as the total number of alleged results is unclear at this time. This will represent one event on a single device as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No reagent issue identified. No related non-conformance identified. Data was provided; however, it could not be confirmed which samples were alleged. The customer indicated that strongly positive samples repeated positive, but most of the weakly positive samples were negative upon retest. This could be because the samples are near the limit of detection (lod). Samples near the lod can be expected to waiver between positive and negative detection upon retest on the same or a different platform. The retests were performed with recollected samples; therefore, sample variability may be a contributing factor. Additionally, a minor contamination event cannot be ruled out, as amplification curves are very flat and ic suppression is observed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from lithuania alleged that they received potential false positive results when using the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that they observed a high number of sars-cov-2 positive results analyzed on the cobas® 6800. Upon recollection and retesting on the same or a different platform, the patients¿ samples generated sars-cov-2 negative results. No harm or injury was indicated. An investigation was conducted to evaluate the customer issue. Sample results were released only after retesting. A batch MDR is being submitted as the total number of alleged results is unclear at this time. This will represent one event on a single device as per FDA guidance.